Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks after the implant procedure.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent a revision procedure wherein the ipg was moved down into the buttocks area and remained implanted. The patient was doing well postoperatively.